Manufacturer narrative:
Evaluation result: brake adjuster.

Event description:
It was reported by service report that the foot end brakes would not lock. No patient involvement or adverse consequences are reported.